Event description:
International customer reported that a pt presented with a surgical site wound dehiscence three days following an orthopedic procedure. The pt was returned and the site was sealed with a rubberized fabric. The pt is reported as "fine".

Manufacturer narrative:
Date sent to the FDA: 09/04/2009. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.